Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation, the front response button was non-functional. As received, the rear response button ribbon cable was pulled from the connector on the ca board. The root cause of the pulled connector cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.